Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the monopolar handle confirms insulation damage throughout the shaft. The monopolar handle passed the insulation integrity test. Probable root cause/s for the insulation damage could be improper sterilization methods and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.